Event description:
It was reported that the device lasted less than five years and the patient and doctor thought it should have lasted longer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 implantable defib lead: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device met 57% of the expected longevity.